Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not expose x-rays. A review of the system log file showed that there were image detector errors. Upon functional testing, fse found that fdc is defective. After the replacement of the frontal fdc and download board software, the system was returned to use in good working order. These codes were updated based on investigation outcome. The evaluation method code grid was corrected.

Event description:
It has been reported to philips that the system will not x-ray. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the flat detector controller (fdc). The fse replaced the fdc and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.